Manufacturer narrative:
Acquiring additional information on the status of the unit. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit displayed an alarm of " system overheat". The customer switched to another cardiosave and continued therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the thermistor, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.